Event description:
In summary; during a diagnostic laparoscopy, the surgeon noticed a small piece of plastic intra-abdominal. He realized it broke off from the trocar sleeve, and he removed it. The plastic piece along with trocar sleeve and manufactures labels were collected. The sleeve may have come from 1 of 2 packaging (1 with trocar, cannula and sleeve or separately wrapped sleeve) unable to determine which packaging the product came from, we are including information from both packaging. There was no harm to the patient. Patient was discharged same day. Triage unit sequence # (B)(4). Expiration date: 11/30/2019.